Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome related to device or therapy was not provided by the customer, but the device operated as expected. An autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The cause of death was unknown, and an autopsy was not performed. Whether the event was device or therapy-related was not provided; however, the device reportedly operated as intended. It was communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.